Event description:
Alaris pump main IV line leak with small drops at the beginning of chemotherapy infusion. Stopped and changed to new line. Defective line.nurse primed the tubing with normal saline (ns) at around 11am and hung up in patient's room without connecting to patient. At 12:20pm, connected the tubing with patient's IV and started the alaris pump. Nurse checked the tubing and all connections; didn't find any leaking or wetness. Then attached the clamp for chemo drug fludarabine at the secondary line port, clamped primary line ns and opened chemo line to infuse at 225ml/hr. Less than 5 mins, when nurse was trying to help patient going to the bathroom, noticed one drop fell from the line. Checked and found very slow dripping from the ns line between where the clear soft plastic meets the whitish y part. Stopped the chemotherapy and opened primary line with ns, the leak increased a little bit. Nurse changed new tubing and finished chemotherapy drug.